Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control data, was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a brachial vital port insertion on a female patient, it was impossible to connect the catheter to the port safely as previously there was a problem of disconnection, and the catheter migrated. The radiologist retrieved the device with endovascular forceps. A section of the device did not remain inside the patient¿s body.